Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain'), abdominal pain ('severe abdominal pain/mild to sever chronic pain on right side of abdomen') and genital haemorrhage ('heavy bleeding') in a 38-year-old female patient who had essure (batch no. 796894) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 1 in 2001, gravida ii, miscarriage (at age 19) and endometriosis (treated in 2008.). Previously administered products included for birth control: mirena. Concurrent conditions included overweight. Concomitant products included ethinylestradiol;norethisterone acetate (microgestin) from (B)(6)2011 to (B)(6)2012 for birth control and irregular menstrual cycle. In 2012, the patient experienced menometrorrhagia ("heavy bleeding,irregular cycles/excessive irregular / painful bleeding"). In (B)(6)2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). On (B)(6)2012, the patient had essure inserted. In (B)(6)2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), dysmenorrhoea ("severe menstrual pain /dysmenorrhea (cramping)/extreme menstrual/pain in abdomen equivalent to child birth"), back pain ("severe back pain /back pain/ moderate to severe back pain"), dyspareunia ("pain during intercourse /dyspareunia (painful sexual intercourse)/ moderate to severe pain during intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and vulvovaginal pain ("vaginal/valvular pain during menstruation, similar to labor pains/extreme vaginal/valvular pain in abdomen equivalent to child birth/pain"). In (B)(6)2012, the patient experienced rash ("rashes or skin conditions type: rash"). In (B)(6)2014, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced depression ("depression"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations"), migraine ("migraines") and vulvovaginal discomfort ("pressure in vaginal area"). The patient was treated with ibuprofen, ibuprofen (motrin) and surgery (hysterectomy, unilateral oophorectomy, with removal of essure). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, genital haemorrhage, dysfunctional uterine bleeding, dysmenorrhoea, depression, fatigue, weight fluctuation, migraine, menometrorrhagia, vaginal haemorrhage, menorrhagia, weight increased and rash outcome was unknown and the abdominal pain, back pain, dyspareunia, vulvovaginal pain and vulvovaginal discomfort had resolved. The reporter considered abdominal pain, back pain, depression, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menometrorrhagia, menorrhagia, migraine, pelvic pain, rash, vaginal haemorrhage, vulvovaginal discomfort, vulvovaginal pain, weight fluctuation and weight increased to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. She did not advised of complications or problems that occurred at the time of essure placement procedure and removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.9 kg/sqm. Hysterosalpingogram - on (B)(6)2012: results: total bilateral occlusion. Current weight: 157 lbs. Approximate weight at the time of essure placement: 151 lbs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-dec-2019: pfs was received. Event rash was added. Event onset dates were updated. A technical investigation will be conducted, including a batch review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') and abdominal pain ('severe abdominal pain/mild to sever chronic pain on right side of abdomen') in a 38-year-old female patient who had essure (batch no. 121009x-inv, 796894) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 1 in 2001, gravida ii, miscarriage (at age 19), endometriosis (treated in 2008.), dyspareunia, cholecystectomy, augmentation mammoplasty, adenotonsillectomy, allergic reaction to analgesics, lymph gland infection, myalgia, arthralgia, hypoxia, iatrogenic injury, sepsis, stress and urinary retention. Previously administered products included for birth control: mirena. Concurrent conditions included overweight, loss of voice, jaw pain, ear pain and nausea. Concomitant products included ethinylestradiol;norethisterone acetate (microgestin) from (B)(6) 2011 to (B)(6) 2012 for birth control and irregular menstrual cycle as well as epinephrine, loratadine and pseudoephedrine hydrochloride (pms-pseudoephedrine). In 2012, the patient experienced menometrorrhagia ("heavy bleeding,irregular cycles/excessive irregular / painful bleeding"). In (B)(6) 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and genital haemorrhage ("heavy bleeding"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), dysmenorrhoea ("severe menstrual pain /dysmenorrhea (cramping)/"extreme menstrual"/pain in abdomen equivalent to child birth"), back pain ("severe back pain /back pain/ moderate to severe back pain"), dyspareunia ("pain during intercourse /dyspareunia (painful sexual intercourse)/ moderate to severe pain during intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and vulvovaginal pain ("vaginal/vulvular pain during menstruation, similar to labor pains/extreme vaginal/vulvular pain in abdomen equivalent to child birth/pain"). In (B)(6) 2012, the patient experienced rash ("rashes or skin conditions type: rash"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced depression ("depression"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations"), migraine ("migraines") and vulvovaginal discomfort ("pressure in vaginal area"). The patient was treated with ibuprofen, and surgery (hysterectomy, unilateral oophorectomy, with removal of essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dysfunctional uterine bleeding, dysmenorrhoea, depression, fatigue, weight fluctuation, migraine, menometrorrhagia, vaginal haemorrhage, menorrhagia, weight increased and rash outcome was unknown and the abdominal pain, back pain, dyspareunia, vulvovaginal pain and vulvovaginal discomfort had resolved. The reporter considered abdominal pain, back pain, depression, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menometrorrhagia, menorrhagia, migraine, pelvic pain, rash, vaginal haemorrhage, vulvovaginal discomfort, vulvovaginal pain, weight fluctuation and weight increased to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. She did not advised of complications or problems that occurred at the time of essure placement procedure and removal procedure. Insertion details, specify-right: 6 coils, left: 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: bilateral blocked fallopian tubes; on (B)(6) 2012: results: total bilateral occlusion. Current weight: 157 lbs. Approximate weight at the time of essure placement: 151 lbs. Lot number reported 121009x is invalid. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 6-feb-2020: update of information (batch is "not valid") a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') and abdominal pain ('severe abdominal pain/mild to sever chronic pain on right side of abdomen') in a 38-year-old female patient who had essure (batch no. 796894,121009x) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 1 in 2001, gravida ii, miscarriage (at age 19), endometriosis (treated in 2008.), dyspareunia, cholecystectomy, augmentation mammoplasty, adenotonsillectomy, allergic reaction to analgesics, lymph gland infection, myalgia, arthralgia, hypoxia, iatrogenic injury, sepsis, stress and urinary retention. Previously administered products included for birth control: mirena. Concurrent conditions included overweight, loss of voice, jaw pain, ear pain and nausea. Concomitant products included ethinylestradiol;norethisterone acetate (microgestin) from (B)(6) 2011 to (B)(6) 2012 for birth control and irregular menstrual cycle as well as epinephrine, loratadine and pseudoephedrine hydrochloride (pms-pseudoephedrine). In 2012, the patient experienced menometrorrhagia ("heavy bleeding,irregular cycles/excessive irregular / painful bleeding"). In (B)(6) 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and genital haemorrhage ("heavy bleeding"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), dysmenorrhoea ("severe menstrual pain /dysmenorrhea (cramping)/extrememenstrual/pain in abdomen equivalent to child birth"), back pain ("severe back pain /back pain/ moderate to severe back pain"), dyspareunia ("pain during intercourse /dyspareunia (painful sexual intercourse)/ moderate to severe pain during intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and vulvovaginal pain ("vaginal/vulvular pain during menstruation, similar to labor pains/extreme vaginal/vulvular pain in abdomen equivalent to child birth/pain"). In (B)(6) 2012, the patient experienced rash ("rashes or skin conditions type: rash"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced depression ("depression"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations"), migraine ("migraines") and vulvovaginal discomfort ("pressure in vaginal area"). The patient was treated with ibuprofen, and surgery (hysterectomy, unilateral oophorectomy, with removal of essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dysfunctional uterine bleeding, dysmenorrhoea, depression, fatigue, weight fluctuation, migraine, menometrorrhagia, vaginal haemorrhage, menorrhagia, weight increased and rash outcome was unknown and the abdominal pain, back pain, dyspareunia, vulvovaginal pain and vulvovaginal discomfort had resolved. The reporter considered abdominal pain, back pain, depression, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menometrorrhagia, menorrhagia, migraine, pelvic pain, rash, vaginal haemorrhage, vulvovaginal discomfort, vulvovaginal pain, weight fluctuation and weight increased to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. She did not advised of complications or problems that occurred at the time of essure placement procedure and removal procedure. Insertion details, specify-right: 6 coils, left: 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion; on (B)(6) 2012: bilateral blocked fallopian tubes. Current weight: 157 lbs. Approximate weight at the time of essure placement: 151 lbs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jan-2020: mr received- lot number was added. Reporters information was added. Concomitant drug and condition, medical history, lab data were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 03-jun-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2012 . Shortly after undergoing the implantation of essure', plaintiff began to suffer severe menstrual, abdominal and back pain. Plaintiff also began to suffer from depression and fatigue as a further result of being implanted with essure. Moreover, plaintiff also began experiencing heavy bleeding, weight fluctuations and pain during intercourse. Further after being implanted with essure she began to suffer severe migraines for which she had no prior history of suffering prior to being implanted with essure. Plaintiff was scheduled to undergo a hysterectomy on (B)(6) 2016 to have her essure removed. Follow up 17-jun-2016: quality-safety evaluation of ptc. (B)(4) for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this case report received from a lawyer on behalf of a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and shortly after undergoing the procedure, began to suffer severe abdominal pain. In addition, she presented heavy (genital) bleeding. Plaintiff was scheduled to undergo a hysterectomy to have her essure removed. These events, seen as genital bleeding and abdominal pain, are listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. Menstrual pattern changes and genital bleeding may occur, as well. Considering their nature and implied temporal relationship, causality between reported events and essure use cannot be excluded. Since an intervention will be required to remove the devices, this case is regarded as incident. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain"), abdominal pain ("severe abdominal pain/mild to sever chronic pain on right side of abdomen") and genital haemorrhage ("heavy bleeding") in a (B)(6) year-old female patient who had essure (batch no. 796894) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 1 in 2001, miscarriage (at age 19) and endometriosis (treated in 2008.). Previously administered products included for birth control: mirena. Concurrent conditions included overweight. Concomitant products included anovlar (microgestin) from (B)(6) 2011 to (B)(6) 2012 for birth control and irregular menstrual cycle. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), dysmenorrhoea ("severe menstrual pain /dysmenorrhea (cramping)/extrememenstrual/pain in abdomen equivalent to child birth"), dyspareunia ("pain during intercourse /dyspareunia (painful sexual intercourse)/ moderate to severe pain during intercourse"), menometrorrhagia ("heavy bleeding,irregular cycles/excessive irregular / painful bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2012, the patient had essure inserted. In 2014, the patient experienced weight increased ("weight gain"). In 2016, the patient experienced back pain ("severe back pain /back pain/ moderate to severe back pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), depression ("depression"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations"), migraine ("migraines"), vulvovaginal pain ("vaginal/vulvular pain during menstruation, similar to labor pains/extreme vaginal/vulvular pain in abdomen equivalent to child birth/pain") and vulvovaginal discomfort ("pressure in vaginal area"). The patient was treated with ibuprofen (motrin), ibuprofen, surgery (hysterectomy, unilateral oophorectomy, with removal of essure) and surgery (hysterectomy, unilateral oophorectomy, with removal of essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dysfunctional uterine bleeding, dysmenorrhoea, depression, fatigue, weight fluctuation, migraine, menometrorrhagia, vaginal haemorrhage, menorrhagia and weight increased outcome was unknown and the abdominal pain, back pain, dyspareunia, vulvovaginal pain and vulvovaginal discomfort had resolved. The reporter considered abdominal pain, back pain, depression, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menometrorrhagia, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, vulvovaginal discomfort, vulvovaginal pain, weight fluctuation and weight increased to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. She did not advised of complications or problems that occurred at the time of essure placement procedure and removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion . Current weight: (B)(6) lbs. Approximate weight at the time of essure placement: (B)(6) lbs. Most recent follow-up information incorporated above includes: on 19-feb-2018: pfs received, events added per pfs: heavy bleeding,irregular cycles/excessive irregular / painful bleeding, abnormal bleeding (vaginal,menorrhagia), menorrhagia, weight gain, vaginal/vulvular pain during menstruation, similar to labor pains/extreme vaginal/vulvular pain in abdomen equivalent to child birth/pain/pressure in vaginal area. Reporters, lot number, historical and concomitant condition, historical medications were added. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain"), abdominal pain ("severe abdominal pain/mild to sever chronic pain on right side of abdomen") and genital haemorrhage ("heavy bleeding") in a 38-year-old female patient who had essure (batch no. 796894) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 1 in 2001, miscarriage (at age 19) and endometriosis (treated in 2008.). Previously administered products included for birth control: mirena. Concurrent conditions included overweight. Concomitant products included anovlar (microgestin) from (B)(6) 2011 to (B)(6) 2012 for birth control and irregular menstrual cycle. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), dysmenorrhoea ("severe menstrual pain /dysmenorrhea (cramping)/extrememenstrual/pain in abdomen equivalent to child birth"), dyspareunia ("pain during intercourse /dyspareunia (painful sexual intercourse)/ moderate to severe pain during intercourse"), menometrorrhagia ("heavy bleeding,irregular cycles/excessive irregular / painful bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2012, the patient had essure inserted. In 2014, the patient experienced weight increased ("weight gain"). In 2016, the patient experienced back pain ("severe back pain /back pain/ moderate to severe back pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), depression ("depression"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations"), migraine ("migraines"), vulvovaginal pain ("vaginal/vulvular pain during menstruation, similar to labor pains/extreme vaginal/vulvular pain in abdomen equivalent to child birth/pain") and vulvovaginal discomfort ("pressure in vaginal area"). The patient was treated with ibuprofen (motrin), ibuprofen, surgery (hysterectomy, unilateral oophorectomy, with removal of essure) and surgery (hysterectomy, unilateral oophorectomy, with removal of essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dysfunctional uterine bleeding, dysmenorrhoea, depression, fatigue, weight fluctuation, migraine, menometrorrhagia, vaginal haemorrhage, menorrhagia and weight increased outcome was unknown and the abdominal pain, back pain, dyspareunia, vulvovaginal pain and vulvovaginal discomfort had resolved. The reporter considered abdominal pain, back pain, depression, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menometrorrhagia, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, vulvovaginal discomfort, vulvovaginal pain, weight fluctuation and weight increased to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. She did not advised of complications or problems that occurred at the time of essure placement procedure and removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.9 kg/sqm. Hysterosalpingogram: on (B)(6) 2012: total bilateral occlusion. Current weight: 157 lbs. Approximate weight at the time of essure placement: 151 lbs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.